Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was 278 mg/dl. The customer stated the other blood glucose level was 300 mg/dl. The customer was treated with manual injection and insulin pump. Customer allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08730 inches. No excessive no delivery alarms noted. Device was downloaded successfully to care link pro. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.